Event description:
The drill bit was broken during shelf procedure. Another device was used to complete the case. The broken piece was removed from the pt's body. The surgery was extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.